Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision of right hip for dislocation. Revised implants were mako cup, liner and mako head 36mm +0. Implants revised to 64mm titanium revision cup with mdm liner and mako 28mm +3.5mm [head]. Patient had back surgery and 2016 and was templated as 4mm short on the operative side prior to the revision [rep confirmed this as a limb length discrepancy]".